Event description:
It was reported that when unpacking the device, the fiber tip was noted to be broken off. The device was not in contact with the patient and there was no patient involvement. A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
Event date: the exact event date is unknown. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications prior to release. Visual examination of the device revealed the glass cap is fractured and detached/separated distal to the red octagon; therefore, the reported event is confirmed. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the information indicating that the break was observed upon unpacking and DHR review, it is likely that the glass cap detachment occurred during transport or storage of the device. Therefore, an investigation conclusion code of cause traced to transport/storage was assigned to the investigation.

Event description:
It was reported that when unpacking the device, the fiber tip was noted to be broken off. The device was not in contact with the patient and there was no patient involvement.

Manufacturer narrative:
Event date: the exact event date is unknown. Describe event or problem: updated. After review of all the information provided, the reported event does not meet the complaint criteria as there is no device malfunction, non-conformance or patient impact associated with the subject device.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the during a photoselective vaporization procedure of the prostate, the tip of the fiber broke off. The procedure was completed utilizing a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.